Manufacturer narrative:
The complainant has indicated that the product has been disposed of and the device will not be returned. Therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
Additional event information provided that the o-ring was noticed missing when the leak occurred. The device was dis-assembled and the o-ring was missing. In addition, an olympus brand scope adapter was used in the procedure.

Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure on (B)(6), 2011. According to the complainant, the o-ring was missing from the sheath. This caused the sheath to leak during preparation for the procedure. Additional follow up information confirmed a leak occurred from the sheath during preparation while the saline was at room temperature. The sheath did not contact the patient. It is unknown if the o-ring was missing originally or misplaced. The procedure was completed successfully with a new procedure set. There were no further complications reported with this event. The condition of the patient is reported to be fine.

Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure on (B)(6), 2011. According to the complainant, the o-ring was missing from the sheath. This caused the sheath to leak during preparation for the procedure. Additional follow up information confirmed a leak occurred from the sheath during preparation while the saline was at room temperature. The sheath did not contact the patient. It is unknown if the o-ring was missing originally or misplaced. The procedure was completed successfully with a new procedure set. There were no further complications reported with this event. The condition of the patient is reported to be fine.